Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported experiencing allergic reaction during his/her 14 day wear of adc freestyle libre sensor. Customer further reported experiencing symptoms described as suppuration at the sensor site, itching and skin redness. On contact with a healthcare professional, the customer was prescribed with "creme corticoid" as treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing allergic reaction during his/her 14 day wear of adc freestyle libre sensor. Customer further reported experiencing symptoms described as suppuration at the sensor site, itching and skin redness. On contact with a healthcare professional, the customer was prescribed with "creme corticoide" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.